Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information received, the investigation determined that the reported balloon rupture appears to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the mildly calcified and mildly tortuous anatomy such that the balloon became damaged and subsequently ruptured during inflation. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a 95% stenosed lesion in the distal left circumflex artery with mild calcification and mild tortuosity. The 2x20mm mini trek balloon dilatation catheter (bdc) was advanced to the target lesion and the balloon was inflated once to 14 atmospheres (atm). However, the balloon ruptured; therefore, the bdc was removed from the patient. There was no adverse patient effect and no clinically significant delay reported in the procedure. A stent was implanted to complete the procedure. No additional information was provided.